Manufacturer narrative:
A quote was sent to the customer for onsite service, but it later expired due to no response from the customer. No onsite work order was generated. The complaint will be processed for closure. If additional information is received at a later date, the complaint file will be reopened. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device only runs on direct current (dc). It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Multiple alternating current (ac) inlets, another ac power cable from another device, and a new power management (pm) printed circuit board assembly (pcba) were attempted to be used to further evaluate the issue, but attempts were unsuccessful. Troubleshoot per the manual was then attempted to resolve the issue relating to the power source and connections. The field service engineer (fse) was unable to complete the electrical safety test (est) due to no ac power.